Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to respond intermittently. This was due to fluid ingress from the product used to clean the device touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.